Event description:
The customer disagrees with the shock advisory decision given during an event. The involved pt died.

Manufacturer narrative:
(B)(4). The customer disagrees with the shock advisory decision given during an event. The involved pt died. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.